Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The company representative confirmed that the patient had a full system explant on (B)(6) 2014 due to infection.

Event description:
Additional information received reported that it was unknown if the infection had resolved or if any further actions were planned. The devices were discarded.

Event description:
It was reported by the nurse practitioner and medical doctor that there was some redness at the spinal cord stimulation (scs) site. They do not believe it to be infected but are treating the patient with antibiotics. No alleged product issue was reported. It was later reported that there was a pocket infection. A pocket revision/exploration of possible explant was planned. It was reported that drainage/incisional wound opening and infection was associated with the event. The symptoms were noted to be at the pocket and antibiotic treatment was necessary. Pain was reported. The location of the issue or symptom was reported to be at the device pocket or right side implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.